Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome was not cutting properly. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration specifications at the zero setting, but was within specifications at all the other settings. Upon further evaluation, it was found that the motor was running erratically and outside of motor speed specifications. Repair of the dermatome occurred the same day and involved replacing the motor, power switch, neckpiece assembly, multiple bearings, the reciprocating arm, and the plug harness assembly as well as recalibrating the device. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was running erratically and not within motor speed specifications, which would cause the dermatome to not take a proper graft during use, it cannot be determined from the information provided as to what caused the motor assembly to break down such that it would not generate a proper motor speed. As such, a specific root cause of the dermatome not cutting properly cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The event occurred during testing and there was no harm, no delay reported.